Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. It was reported that the iob (insulin on board) was not calculating correctly into the bolus total recommendation. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because inaccurate insulin on board calculations could cause the user to improperly dose.

Manufacturer narrative:
Follow-up #1: date of submission 10/28/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/04/2016 with the following findings: no defect was found. Testing was unable to duplicate the complaint. Pump returned with iob duration set to 6.0hrs. No evidence in bolus history of the iob being 1.14u on event date (B)(6) 2016. A bolus was performed with the information obtained from the scripts: iob: 1.14u, carbs:85g, bgt: 90mg/dl +/-5, actual bg: 93mg/dl. The pump correctly suggested a 5.0u bolus. The actual bg was within bgt. The user manual states: ¿with bg within target, iob amount is displayed for reference but not subtracted from bolus total.¿

Manufacturer narrative:
Follow-up #2, 20-march-2017- correction to serial#.